Event description:
While pt was on bypass, pump ran for 25 minutes and then completely shut down. Customer states that there were no alarms and no indication that pump was on battery power. After pump failure, perfusionist used the emergency hand pump for 15 minutes before a second back-up pump could be installed. No pt injury has occurred. Reference number: lss-v05221.

Manufacturer narrative:
Maquet inc. Submitts this report on behalf of the device manufacturing facility maquet critical care, ab solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.